Event description:
Report received of a bent stent strut. The physician attempted to place a biodiv ysio sv stent 2.5mm x 10mm in the mid and distal portion of the left anterior descending artery which was reported to be 2.5mm in size, greater than 80% stenosed and moderately calcified. The guide catheter used was a medtronic 6 fr. And the guide wire was a bsc choice 182 cm long. The vessel was predilated. It was reported that the biodivysio stent would not cross lesion. The stent delivery system was removed by pulling it back through the guide catheter. It was reported that a strut was bent out away from the stent. Multiple attempts were made to cross the lesion with three other manufacturer's stents, the express 2, the s660 and the guidant pixel. These attempts were also unsuccessful. It was reported that the lesion was then treated with two biodiv ysio 2.5 x 10 mm stents. The patient was discharged home the following day. There was no report or any adverse patient event.